Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen fractured and became unusable, and the device was shut down after syncing data; the patient reported a blood glucose of 311 mg/dl and used subcutaneous insulin by pen, while continuing cgm on dexcom g7. Symptoms included hyperglycemia. Outcomes included unexpected medical intervention in the form of medication use. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem affecting the touchscreen component, consistent with a fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.